Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the implantable cardiac monitor (icm) experienced noise. The icm was explanted and replaced. It was further reported that the replacement icm experienced noise. The replacement icm remains in use. No patient complications have been reported as a result of this event.